Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, "while using device, every time we removed the laparoscope from the port there was a gas leak. When I checked the port, after we had replaced it with a b5lt, I noticed that there was a gap in the seal." There were no adverse consequences for the patient reported.